Event description:
It was reported that this electrode was implanted in a patient successfully, however afterwards it was exhibited p-wave oversensing and a rejection of r-waves in all sensing vectors. While an x-ray showed the electrode was originally implanted in a suitable positioned, a decision was made by the physician to surgically intervene and reposition the electrode. While there were still some sensing concerns after repositioning, the electrode remains in service. No additional adverse patient effects were reported.